Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees, caused or contributed to a potential patient event documented in this report. On 12sep2025 the following was reported to anika via medwatch report number (mw5174192) event: "patient received injection on (B)(6) 2025 to right knee. Patient reported unable to put weight on right knee on (B)(6) 2025. Primary osteoarthritis of right knee. It was indicated that monovisc was used for the procedure. The device is not available for evaluation. There was no malfunction reported. The current status of the patient is unknown. It is unknown if the patient received unplanned medical intervention.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report a review of the batch record for monovisc pn 690016 lot number 0000012142. UDI (B)(4). Manufacture date: 13 feb 2025. Expiration date 13 feb 2028. The lot was manufactured and released to applicable procedures and specifications. A three-year retrospective review of the ncrs for this product was performed. There were no nonconformances documented that were related to the reported event. The IFU was reviewed: warnings, temperature storage, handling precautions, and general device-specific information are sufficiently documented in the IFU. A three-year retrospective review of retention inventory inspection reports beginning with the most recent lot closest to the manufacturing date of this product to the complaint lot was performed. There were no nonconformances documented in the report that were related to the reported event. A review of the recent stability study report for monovisc was performed. There were no non-conformances documented. The conclusion for the product stated that the product has met all required specifications. The data in the report shows that the stability profiles of the annual lots are consistent and indicates that the process is stable. A clinical assessment review of the event concluded that there is a temporal association between the reported incident and use of anika product due to the inability to weight bear on right knee s/p ia monovisc injection. There was insufficient information available to determine root cause. This case will be monitored and trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees, caused or contributed to a potential patient event documented in this report. On 12sep2025 the following was reported to anika via medwatch report number (mw5174192) event: "patient received injection on (redacted)2025 to right knee. Patient reported unable to put weight on right knee on (redacted)2025. Primary osteoarthritis of right knee. It was indicated that monovisc was used for the procedure. The device is not available for evaluation. There was no malfunction reported. The current status of the patient is unknown. It is unknown if the patient received unplanned medical intervention.